Event description:
It was reported that during implant attempt, the patient had a tight vein and a lot of regurgitation. The lead would not stay and when it did the thresholds were unacceptable. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Lead stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; the analyst noted that the lead has been stretched so the inner tubing buckled and prevented the helix from functioning properly; full lead returned and analyzed.